Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2011) - date device returned to manufacture is 10/13/2011 not 10/12/2011.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) her onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient stated the alleged issue began on (B)(6) 2011 in the morning at an unknown time. The patient claimed she tested her blood glucose in the morning on the subject meter and received a value of '167 mg/dl' she then tested on her back up ultrasmart meter and reportedly received a value of '207mg/dl' within 30 minutes. Therefore, the patient felt the subject meter was reading inaccurately low. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. The patient informed the mss that she tests her blood glucose 3 times per day and takes a glucophage pill at night with 45 units of apidra insulin and self-adjusts her insulin if her blood glucose at blood glucose values of 200 mg/dl or higher. The patient reported that she took '10 units' of apidra insulin based on the blood glucose reading from her onetouch ultrasmart meter immediately after testing in the morning and then ate breakfast. The patient denied developing any symptoms before or after these results. The patient stated that she had a doctor's appointment at 1pm for a cortisone injection. The patient claimed while at the doctor's office she tested her blood glucose on the subject meter and reported a reading of '116mg/dl' 1-2 hours after her lunch. The patient claimed she was feeling 'shaky and was sweating' while at the doctor's office. Prior to her injection, her doctor checked her blood glucose on the hcp meter, unknown type and reportedly received a value of '45mg/dl'. The patient stated she was not able to get her cortisone shot due to her low blood glucose and was treated by her doctor/nurse with IV glucose at 1:30pm. The patient stated she felt better within the hour of the treatment and was later released at approximately 4pm, right after her cortisone shot was administered. At the time of troubleshooting, the cca noted that the meter was in the correct unit of measure and the sample was obtained from an approved site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was treated by her doctor for severe hypoglycemia after the alleged meter issue began.